Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the unit shut down on its own after a cataract surgery. They tried to reboot the system and it shut down again. There was no pt involvement.